Event description:
The reporter indicated that the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2014. Low vault was noted, the lens was explanted on (B)(6) 2015, and the problem was resolved.

Manufacturer narrative:
Method: work order search. Results: visual inspection of the returned product showed the lens was dry and a haptic was torn. The lens was re-hydrated and both the length and width were remeasure and determined to be wihin original design specifications. Therefore, it can be justified the complaint was not product related. A lens work order search revealed there were no similar complaints found within the work order. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Staar recommends the icl to be left implanted if no cataracts are noted or in cases where there is a trace anterior sub-capsular cataract with no progression. Staar believes that the action to remove and/or replace the icl increase the risk for anterior sub-capsular cataract. Conclusion: based on the complaint information, work order search and evaluation of the returned product, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt weight:unk. (B)(4).